Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was hemodynamically unstable and has been experiencing low flow alarms secondary to the patient's condition. The patient was intubated and ventilated. As hemodynamics improved so did the patient's flows. The low flow alarms were confirmed through log file analysis.

Event description:
Additional log file analysis found that there were various set speed changes and low flow hazard events on (B)(6) 2022 from 3:20 pm - 8:58 pm. There were no other unusual events following these alarms. The patient was unstable for a period of time and right ventricular assist device (rvad) was being considered but the patient became more stable. The patient had been admitted in the intensive care unit (ICU) since implant on (B)(6) 2022. Hemodynamic instability was determined to be the reason for the set speed changes and the cause of the low flow alarms which resolved with medical management. The patient remained inpatient and was improving.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. According to the account, the low flow events were secondary to hemodynamic instability. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hemodynamic instability could not be conclusively determined through this investigation. The submitted controller event log files captured transient low flow hazard alarms on (B)(6) 2022 and (B)(6) 2022. The system appeared to operate as intended at the set speed for the duration of the files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.